Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging that the subject meter (onetouch verio2) read inaccurately high compared to another device (onetouch ultrasmart). The reporter claimed obtaining blood glucose readings of 13mmol/l with the subject meter and between 9.4 and 9.7 mmol/l on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (03/28/2015).the patient¿s meter has been returned on 3/5/2015 and evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.